Event description:
Event description guidant received information that this ventricular lead, which was implanted 6 weeks ago, had increasing impedance measurements from 1090 ohms, at the implant, to 1430 ohms now. The pacing threshold had gone up from 0.5v to 5.0v. There is no noise on the electrogram. It was determined that the lead had become microdislodged. The lead has been removed, replaced and returned for analysis.